Event description:
It was reported per field service report: pump on pt. Symptom - loss of ECG (high level) and multiple colors displayed in ECG waveform. Also noticed slight flickering in display. Arterial pressure (ap) numbers showing 40mmhg when 100 mmhg applied. Findings/actions taken: unable to reproduce loss of ECG and multiple colors displayed in ECG waveform. The field service rep did notice slight flickering in display and with 100 mmhg applied to ap, 40mmhg was displayed, 125mmhg applied 65mmhg displayed, & 150mmhg applied 91 mmhg displayed. Opened up display to check for ejector caps and loose connections. Display is good. Replaced front end board printed circuit board to remedy pressure offsets. Now ap reads on par with pressure applied. Passed electrical safety test and functional checklist.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.